Event description:
It was reported that the patient had an unspecified stent implanted in the right coronary artery (rca) in 2007. On (B)(6) 2011, the patient presented with an acute myocardial infarction (ami). The previously placed unspecified stent was noted to be stenosed, therefore a 2.5 x 18 mm xience stent and a 3.0 x 15 mm xience stent were implanted in the rca. Immediately post procedure, the patient began experiencing nausea, loss of appetite and fatigue. Treatment was administered with anti-nausea medications. However, the patients symptoms persist. The patient is concerned that he may be having some kind of allergic reaction to the drug on the stents. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Hypersensitivity (allergic reaction) is a known adverse event as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (ifb). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience stent was implanted to treat in-stent restenosis of another stent. It should be noted the IFU states: the xience v everolimus-eluting coronary stent system (xience stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience stent have not been established for subject populations with in-stent restenosis. It is unlikely that the use of the xience stent to treat in-stent restenosis contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 18 mm xience v referenced is being filed under a separate medwatch report. (B)(4): indication for use. The stent remains in the patient. A follow-up will be submitted with all relevant information.